Manufacturer narrative:
Other applicable components are: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37761, serial# (B)(4), product type: recharger; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the recharger was not charging and that the desktop charger cord was damaged "in the middle of it." It was also reported that there was a communication issue and an implantable neurostimulator (ins) overdischarge is suspected. It was noted that the patient had not used her device since sometime in the year prior to the date of the report; however the patient later noted that she uses her stimulator a lot but "waits until it is gone." The patient further noted that they were told not to do this and now when they try to charge it takes a long time. The patient reportedly felt stimulation a month ago. The patient also had reportedly fallen the day prior to the report and is having a lot of pain and needs to use the recharger. Additional information received reported that there was a broken connector pin on the recharger. It was noted that the anomaly appeared to occur through use and there was no indication of patient harm. Additional information has been requested regarding the outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted and the event will be updated. The patient's medical history was not included.